Event description:
A pt was injected with radiesse in several places in her face. She reported the injecting physician implanted too much as it developed lumps around her lips. A different physician opened one of the lumps and removed some whitish material. The pt did not identify either the injecting or the treating physician.

Manufacturer narrative:
Bioform medical was able to reach the pt one week after this event had been reported. The pt did not wish to identify the physicians. No add'l info could be obtained regarding the nature of this event. A review of the details reported by this pt led us to believe that an MDR should be filed, even though we are unable to confirm this report.